Event description:
A male underwent aaa repair in 2009. The pt had a reverse tapered neck, which was anatomically unsuitable for endovascular aaa repair. The procedure was conducted as labeled. Confirmatory angiogram showed a proximal type endoleak. The physician attempted to re-balloon the proximal neck but the balloon catheter was caught on the suprarenal stent and the suprarenal stent was bent inwards inside the main body graft. The physician attempted to place another manufacturer's stent at the proximal sealing site, but it could not be deployed as it was caught on the folded suprarenal stent. In an attempt to place the stent inside the contralateral iliac leg graft instead, the contralateral iliac leg graft was migrated downwards. To avoid the risk of the contralateral limb detachment, the stent was placed inside the main body and additional stent of another manufacturer was placed at the proximal sealing site. As the contralateral iliac leg graft had migrated, the physician deployed an add'l iliac leg graft in order to prevent the occurrence of a type iii endoleak. Final angiogram noted the remaining type I endoleak, which had decreased significantly. As the endoleak was thought to be resolved after heparin was cleared, the procedure was concluded. The status of the pt is unk

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indication for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. More specifically, the IFU states inverted funnel shaped proximal necks (greater than 10% increase in diameter over a 15mm span) may affect successful exclusion of the aneurysm. Without films or images of the procedure, the angulation of the inverted funnel is not known. It may have been a contributing factor to the endoleak. No root cause can be identified definitively at this time. We will continue to monitor for similar complaints.